Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05524. It was reported that rotawire fracture occurred. The 90% stenosed target lesion was in a severe bend that was severely tortuous and severely calcified in the right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, ablation was being performed when it was noted that the rotawire detached. The physician delivered another wire and was able to retrieve the detached wire together. The procedure was completed with this device. No further complications were reported and the patient's condition was good.